Event description:
It was reported to boston scientific corporation that in 2007 a percutaneous nephrolithotomy procedure occurred using our imager ii catheter device. During the procedure upon removal of the device from the patient, it was noticed that the imager ii catheter appeared to be frayed. The procedure was completed and thought to be successful. Post procedure a few days later (date unknown), while performing a ureteroscopy for follow up, a small residual fragment was noticed (size unknown). The patient required immediate intervention by having the physician remove the small fragment that was considered to be from the catheter. The physician was able to retrieve retained fragment successfully. A full recovery is expected.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation, but has not been received yet. A failure analysis is not available at this time and we are not able to determine if the device met specification. The 2007 15-month renal dilator complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted and no data point exceeded the complaint alert limit.